Manufacturer narrative:
Approximate age of device ¿ 5 years. The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00639 . This report is being submitted as additional information. Investigation summary: a correlation between heartmate ii lvas, serial number (B)(4), and the reported gi bleed could not conclusively be established through this evaluation. The account communicated that the patient expired on (B)(6) 2018 at home. The patient¿s family reported that the patient may have had an active gi bleed at the time ¿ the patient did not feel well the night of (B)(6) 2018. Power cable disconnects, no external power alarms, external battery depletion, and a clock not set alarm were also reported and investigated under (B)(4). A direct correlation between the log file findings and the patient¿s gi bleed could not be conclusively established through this evaluation. Multiple requests for additional information were sent to the account; however, no further event details were provided. Heartmate ii lvas, serial number (B)(4) was not explanted for analysis. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. The relevant sections of the device history records (documents (B)(4)) for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2018 alone at home. The patient reported not feeling well the night prior. The patient¿s family reports the patient may have had an active gastrointestinal bleed at the time, no further information was provided. System controller history interrogation revealed the system controller clock not set alarm. On (B)(6) 2018, a low battery advisory occurred at 0740, low battery hazard and power save mode occurred at 0814, no external power alarm and emergency backup battery (ebb) in use alarm occurred at 0818. The last event was at 0858 showed a no external power alarm, ebb in use alarm, and speed was 8600. Log file analysis completed by the manufacturer¿s technical services representative revealed a no external power alarm happened at the end of the log file on (B)(6) 2018 at 8:13am. It looks like the patient had only one battery connected with the other power lead was not connected to a power source. It looks like the patients battery ran down below threshold in approximately 6 hours and 42 minutes, which is normal while running on one battery. At that time, the ebb did take over running the pump at 8:13am and ran for 45 minutes before losing power to the pump. The pump ran as expected until the power ran out. There were no other unusual events seen within the log file. Additional information was requested, but was not provided.